Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing, t-wave oversensing (twos) and oversensing of motion artifact. It was further reported that the device detected false pause and bradycardia episodes. The device remains in use. No patient complications have been reported as a result of this event.